Event description:
Pt revised to address dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided prod and lot codes since their release for distribution. It is stated in the initial prod investigation request, it was not suspected that the devices failed to meet specs or contributed to the reported event. The investigation could not verify or identify any evidence of prod error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the prod or add'l info that changes this conclusion be rec'd, the investigation will be reopened.